Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead had high pacing impedance. Technical service suspected the rv lead was fractured due to the abnormal diagnostics seen via the remote transmission. The patient was asymptomatic. The rv lead was deactivated and there were no consequences to the patient.